Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis and driveline and wound infections are potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease, the recurrent nature of driveline infection and the patient's related comorbidities. There are patient factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient was re-admitted with his ongoing driveline exit site and sternal wound infections with an elevated white blood count (wbc). The patient's driveline exit site and sternal wound were noted to still be positive for pseudomonas and corynbacterium; while blood cultures were positive for pseudomonas and enterococcus. On admission, the patient's vital signs included a temperature of 97.5 f, heart rate (hr) of 69bpm, mean arterial pressure (map) of 58mmhg. He was treated with intravenous (IV) gentamicin and zosyn. The patient was later discharged on (B)(6) 2016 with vital signs that included a temperature of 97 f, hr of 79bpm and a map of 88mmhg. He was also noted to have a normalized wbc. The event was reported to be ongoing. The primary investigator reported that the event was related to the hvad system.